Manufacturer narrative:
G4: 23jul2020. B4: 23jul2020. Visual inspection of the return component revealed significant dust deposits on the data acquisition (da) printed circuit board assembly (pcba). The connector j2 (to o2 valve) was damaged on the da pcb. The returned component was attached to a test ventilator. During testing, it was found that the unit failed to deliver any oxygen content. Physical damaged was noted on j2 and r128 resistor. The returned component failed to meet specification. Physical damage to the da pcba cause the error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jul2020.

Event description:
It was reported that during testing of the returned gas delivery system (gds), the device presented a no o2 flow issue. There was no patient involvement.